Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received. Health care provider stated that the cause was because the wire was very old and bended and would not hold the unit into the gravity. No further complications were noted or anticipated.

Manufacturer narrative:
Other relevant device(s) are: product ID: 3889-33, lot# v044335, implanted: (B)(6) 2007, product type: lead. Other relevant device(s) are: product ID: 3889-33, serial/lot #: v044335, (B)(6), (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with an implantable neuro stimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/ pelvic it was reported that patient had their implant replaced on (B)(6) 2018 but when they went home it did not work. Patient also reported that the manufacturer representative told them that the lead was not working because they could not get to connect the lead to the ins. Patient also reported painful stimulation. Patient further stated that they got the lead replacement on (B)(6) 2018 and that she did not feel stimulation and thought the mdt rep set their stimulation too high at 3.1v and that when they lay down and moves in bed, they get excruciating pain in their legs, upper thighs and vaginal area and it would not stop for a long time and that they noticed this pain issue immediately after lead surgery. Patient also stated that when she wants to go to sleep , the pain comes and it "jars her" as it was intense and takes her by surprise. Patient further conclude that she doesn't think the pain had anything to do w the battery or lead replacement surgery and just thinks stimulation was too high. Patient then stated that she has return of sym ptoms when the ins is off but when on, she does not have problems. However patient further stated that they leaks at 5 am when they get up. Patient has an appointment with their health care provider on (B)(6) 2018. No further complication was noted or anticipated refer to (B)(4) for information pertaining to :pp not working,poor comm,can't sync - refer to (B)(4)-pump file.